Manufacturer narrative:
H4: correction: in initial report, the manufacturer date provided was inadvertently reported as 03/10/2020, however the correct date is 03/23/2020. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2021 with blurred vision and cluster of cells under the flap in the right eye (od) that was discovered at a post op exam. It was reported the event was lasting and disabling; symptoms are significantly interfering with daily activities. A flap lift and rinse were performed. Bcva from (B)(6) 2020. Right eye pre-op 20/20 -3.25 x -.75x 145, left eye pre-op 20/20 -2.75 x -.25 x 4. Bcva from (B)(6) 2021. Right eye post-op 20/50 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.